Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3387s-40, lot# v961943, implanted: (B)(6) 2012, explanted: (B)(6)2016, product type: lead. Product ID: 3387s-40, lot# v961943, implanted: (B)(6)2012, explanted: (B)(6) 2016, product type: lead.

Event description:
A friend/family member of a patient implanted with a neurostimulator (ins) for essential tremor and movement disorders reported they were originally implanted in 2012. In (B)(6) 2016, they had a full day of surgery to replace all the wiring and ins because their healthcare professional (hcp) said ¿they didn't do it right.¿ the leads and wiring were reportedly not placed properly in the patient¿s brain, so the hcp redid it to provide better coverage. No further complications were reported.